Manufacturer narrative:
Product ID: 8637-20, serial# (B)(4), implanted: (B)(6) 2010, product type: pump. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving intrathecal morphine (concentration 20mg/ml; dose 3.802mg/day) via an implantable infusion pump. Patient history included non-malignant pain and chronic low back pain. It was noticed that the patient's pain was not being controlled as well as it was which began approximately (B)(6) 2015. The physician office ordered imaging. The patient had surgery on (B)(6) 2015 and it appeared that scar tissue had extended to the catheter; a granuloma was reported. All implanted products remained intact and implanted. The issue was resolved at the time of the report. Patient status at the time of the report was alive with no injury. Additional information has been requested but was not available at the time of this report.